Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during treatment. He contacted his pd nurse who assisted with troubleshooting. They could not clear the alarm and discontinued treatment. When the cassette door was opened fluid was found to be leaking. The set was not made available for evaluation. During follow up the patient did not report any complications.